Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient had a fracture of her right thigh on (B)(6) 2013. Surgery was performed on (B)(6) 2013 to repair the fracture by implanting a metal rail. The patient reported pain the middle of (B)(6) 2014, upon further inspection it was confirmed the metal rail had broken. The report indicated the metal rail breakage created further fracture of the site and additional surgery was performed on (B)(6) 2014 to implant another metal rail and iliac crest bone fragments also had to be grafted into the femoral bone. The patient is reported to have been in a wheelchair for several months and faced considerable restrictions and pain due to the events. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is unknown. Event date: unknown. Device was sent straight to supplier for evaluation; the manufacturer was not made aware of the device return until april 29, 2015. A manufacturing evaluation was completed: the device was received intact. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.